Event description:
Device malfunction: difficult to deploy-thumb advancer, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, resistance was encountered near completion of the thumb advancer deployment. After clip deployment, bleeding continued. When the device was removed, the clip was found to be deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. A follow-up report will be submitted with all additional relevant information.